Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the nurse inserted accucath, though insertion went smoothly however would not aspirate or flush and saline bubble formed when attempting to flush. Nurse assumes there is a leak in the catheter; catheter was pulled and autoguard placed successfully. It was reported this occurred with two devices. This report addresses the first device.